Event description:
Baxter global pharmacovigilance (gpv) contacted corporate product surveillance (cps) via cps's emailbox to request that a cps file be opened, per which gpv received the report from a baxter clinical educator (bce) relaying a report received on the same day from a home training nurse (htn). Htn stated, "a patient came in yesterday ((B)(6) 2011) because their transfer set was leaking despite being closed. We changed it and after I got done I looked down the opening and sure enough, even though it was closed, the interior was not occluded. He'd had it on for 4 months." There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The initial submission made reference to a lot number. The lot number is unknown. The reported problem was confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.